Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. Two lesions were identified in the severely tortuous and severely calcified right coronary artery, one distal and one proximal. A taxus liberte' stent was initially implanted in the distal lesion. The physician then attempted to place the 3.5x12mm taxus liberte' drug eluting stent in the proximal lesion when the stent dislodged. The physician attempted to crush the dislodged stent in the vessel with a balloon but was unsuccessful, and the stent embolized further down the vessel just distal to the previously implanted taxus liberte' stent. The physician opted to deploy the stent at that location. No further intervention was performed. The patient was discharged the following day. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefor,e a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.